Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Reportedly, the patient also had hematoma. A revision was performed and the crt-d was explanted. No additional adverse patient effects were reported.